Event description:
The facility reported a colleague infusion pump with failure code 550:320 on channel a. This event occurred after delivery, in biomed service. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320 on channel a was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. The user interface module software version of this pump is 5.04.00 which is categorized as unremediated. Should additional information be received, a follow-up medwatch will be submitted.